Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3,g6,h2, h3,h4, h6 and h11. The customer contacted olympus technical assistance support via phone and report error b30 message during a procedure, which prevented completion of the case. Customer advised that only one scope was used during the procedure when the errors occurred. Olympus technical assistance support instructed her to power off the entire tower, connect the first scope, and then power on; under this scenario, no b30 error messages were observed. After repeatition of the same process with another 190 scope and encountered no issues. The facility did not have a 180-scope available for testing. Olympus technical assistance support advised the customer to retest the scope that was used in the procedure after it has been washed. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had a scope communication error b30. The issue was found during sedation for a therapeutic colonoscopy procedure. There were no reports of patient harm.